Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridges were observed to be leaking at the septum while filling cartridge with insulin. Cartridges were not used. There was no reported adverse impact to customer's blood glucose level.